Manufacturer narrative:
A field service engineer (fse) visited and found the creatinine module leaking reagent and cleaned up the module and under module drip tray and overflow tubing. No leaks were found after cleanup. Fse ran calibration and controls with no further issues.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding the creatinine module leaking around the lamp assembly. No injury was reported.